Manufacturer narrative:
The reported events were a helix mechanism issue, high pacing impedance and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of high pacing impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead, as received.

Event description:
During implant procedure, decreased sensing and increased pacing impedance were observed on the right ventricular (rv) lead. X- ray imaging was performed and confirmed the helix of the rv lead failed to fully extend. Upon explant of the rv lead helix rotation issues were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.